Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked keypad at select button, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that he noticed the little clear circle where the reservoir goes into the pump was hanging on the tubing and there was a crack on reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.